Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information received: after the second or third firing, was observed complete detachment of teflon pad that exists in harmonic over the inactive end. As a result, they could not proceed with safety on ligation of the vessels. This was the reason that the device had to be replaced during the operation.

Event description:
It was reported that during an unknown procedure, after the second or third firing we noticed that the energy law ultracition was failed down when I pulled out the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.